Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.